Event description:
It was reported in the canary islands that the patient had a bent cannula on (B)(6) 2026 that caused reduced insulin delivery, leading to elevated blood glucose levels of 300 mg/dl without requiring emergency treatment modification.

Manufacturer narrative:
E1: event city: telde . Event country: canary islands. Name: medtronic minimed. Country: united states of america. Address ¿ line 1: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219 . Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.